Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. Physio observed that the device powered on, charged and shocked when prompted. The therapy electrodes that were used during the event were not returned to physio for examination. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer further advised that the device has been out of service since the reported patient event occurred. Physio-control advised the customer that the device is no longer supported by physio and recommended that the unit be permanently removed from service. The customer agreed and has released the device to physio for further examination and eventual disposal. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device prompted to "connect electrodes" despite a set of therapy electrodes being properly connected to the patient. A second set of therapy electrodes were also connected to the patient but the device continued to prompt "connect electrodes." The customer was unable to state whether or not the patient, who was male, had a hairy chest or if any skin preparation was completed prior to the application of the therapy electrodes. The patient survived the event. No further details about the patient or the event were available. The patient event had occurred approximately a year and a half ago; however, the exact date is unknown.